Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08102. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25 mm rotalink¿ plus and 330cm rotawire¿ were used. During procedure, the burr was unable to perform ablation after it was tried several times and the rotawire became separated. Both devices were removed from the patient's body and completed the procedure with another of the same burr and rotawire. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the rotawire inside. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined which noted that the sheath was bunched/stretched 1.4cm ¿ 2.5cm proximal of the distal end of the sheath. The advancer and burr catheter were detached from each other and handshake connections were disconnected. The rotawire was able to be removed from the advancer but there was a severe kink on the rotawire at the handshake connection and the rotawire was not able to be removed from the burr catheter. The proximal and distal ends of the rotawire were microscopically inspected for the fracture damage; however, the rotawire didn¿t show any irregularities or damage indicating the rotawire was not fractured. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08102. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25 mm rotalink¿ plus and 330cm rotawire¿ were used. During procedure, the burr was unable to perform ablation after it was tried several times and the rotawire became separated. Both devices were removed from the patient's body and completed the procedure with another of the same burr and rotawire. No patient complications reported.